Event description:
Patient had surgery on (B)(6) 2016 for hydrocephalus. The patient remained symptomatic after one day of surgery. The patient was vomiting and had a headache. Patient underwent another surgery on (B)(6) 2016. The whole shunt system plus the valve was checked out. The shunt catheter was patent. The valve was not draining fluid when hooked up to a manometer at 30cm h2o pressure, even outside the patient and after flushing it. Additional information received on 27apr2016: the patient is (B)(6) female. She needed a second surgery the next day (after her first surgery) to have the valve replaced. Her condition improved after her second surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 7/13/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: patency test with air or water revealed no anomaly on the received valve. The valve was then pressure/flow tested and found within specifications. The valve was draining at 25ml/h under a differential pressure of 300 mm h20. The device history records of the valve osv ii ref (B)(4) , lot 188754 were reviewed and did not reveal any anomaly. The batch included (B)(4) products and was manufactured in december 2014. No similar complaint was received for a product from this batch. Upon review of the complaint system from january 1, 2013 to may 13, 2016, a total of (B)(4) complaints (including this one) for osv ii valve systems have been reported for obstruction or slow flow (occurring during implantation or after implantation procedure). The trend remains stable (B)(4). The complaint is not verified by the valve investigation. Valve obstruction is a known complication of valve therapy, as stated in the product¿s instructions for use. Early shunt obstructions may be related to the surgical technique (blood and debris introduced in the shunt at insertion time), or to patient¿s physiological condition (csf characteristics). The exact root cause of the reported event could not be determined. It is possible that small debris were introduced in the valve mechanism during implantation and were displaced during further manipulations (test at 30cm, flush after explantation and manipulations in the operating room, transport or decontamination). The complaint rate for obstruction during implantation or early after implantation is (B)(4). The instructions for use recommend to aspirate 2 or 3ml of csf from the ventricular catheter to eliminate possible debris from the csf. No further investigation nor corrective action is deemed required.